Event description:
Boston scientific received information that this device system detected an out of range impedance measurement of greater than 2500 ohms for this patient's right ventricular lead. The physician is aware of this measurement and chose to leave the lead as is for now and continue to monitor the impedances. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a recent increase in pacing impedance from 700 ohms to over 1300 ohms. The patient was referred for a revision procedure. During the procedure the pace sense portion of the rv lead was surgically abandoned and replaced. The ICD was also explanted and replaced. No adverse patient effects associated with the explant were reported.